Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13745. New information received notes that the patient's right ventricular lead was explanted and replaced. It was also reported that the patient's left ventricular lead was exhibiting high capture threshold prior to procedure and was also explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.